Event description:
The customer reported that the insulin pump was exposed to water. Troubleshooting was performed. The customer stated that water under the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly, keypad trace, and motor assembly.